Event description:
It was reported that following the advisory for premature battery depletion with implantable cardioverter defibrillator was explanted and replaced prophylactically. The patient had also expressed some discomfort due to the placement of the device in the pocket. The patient was fine before and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). If device is on advisory, include: the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.